Manufacturer narrative:
Device received with critical pump error and motor safety circuit failed test error confirmed in history file due to software error. Unable to verify frozen display or power loss alarm due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms and critical pump error on insulin pump. The customer¿s blood glucose level was unknown. Assisted customer with insulin pump reset procedure. Insulin pump screen turned off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.